Event description:
High threshold was noted on the right ventricular lead (rv). A system revision was performed and lead damage was noted. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was received for analysis. The electrical testing did not find any indication of conductor fractures. Shorting was noted due to explant damage found on the lead. No abrasion on lead was noted, visual and x-ray analysis found damage that is consistent with that occurring at the time of explant.